Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery with mild calcification, heavy tortuosity and 90% stenosis. The 2.5x28mm xience xpedition stent was implanted and a distal edge dissection occurred. An unspecified stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of vascular dissection is listed in the xience xpedition everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.